Event description:
The customer reported the customer service that her breast pump was producing a clicking noise. When the product was received a damaged power supply was noted.

Manufacturer narrative:
The customer was sent a replacement breast pump. In f/u with the customer, she indicated that there was no issue with the power cord while in her possession. Customer stated the only problem she experienced was the device making a clicking noise. A product eval revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry and the prong is bent. A visual examination of the cord revealed nothing unusual. The power supply could not be plugged in therefore; the correct voltage could not be measured. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed. The resistance across the ac blades measured as 53.08 ohms, which is normal and indicates that the thermal fuse did not blow.